Manufacturer narrative:
(B)(6). Device manufacture date: july 17, 2017 - july 18, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. The reporter stated that the infusion completed in 35 hours instead of the expected 46 hours. The device had been filled with fluorouracil 3000mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.